Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ vented vial access device, 13 mm experienced the rubber stopper dislodged into the vial. The following information was provided by the initial reporter: when putting the adapter on the rubber stopper the stopper was pressed out and fell into the bottle.

Event description:
It was reported that the bd smartsite¿ vented vial access device, 13 mm experienced the rubber stopper dislodged into the vial. The following information was provided by the initial reporter: when putting the adapter on the rubber stopper the stopper was pressed out and fell into the bottle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2022. H6: investigation summary one mv0413-0006 sample for lot 212023 was received without packaging for investigation. The sample was received with an empty medication vial a visual inspection of the vial confirmed the customer's experience with the rubber septum visible separated at the base of the vial. A closer inspection of the septum appears to indicate that the vial had been attempted to be accessed outside of the target piercing area of the vial. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 212023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the septum being pushed into the vial could not be determined, however previous investigations have replicated this failure mode if the vial septum is pierced off-center of the target piercing area. Please note that the spike of the vented vial adaptor device is intended to be inserted at the central circle position of the vial's septum using a vertical force. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0413-0006 set in the past 12 months. H3 other text : see h10.